Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 10 was failed to open. A field service engineer replaced the bus controller on drawer 10, contacted cubex to complete the setup. The customer performed a cycle count on drawer 10 to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer 10 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.